Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/ pelvic floor. It was reported that the patient was having problems with their device and further explained that it did not seem to be doing what it was supposed to be doing. Patient services clarified patient stated they did not know if issue was their patient programmer (pp) or their implant. Patient further stated they were going to the bathroom every 20 min. Patient services reviewed and patient was able to communicate with pp and confirmed pp showed implant was on and was at 5.1v. Patient services reviewed therapy expectations and when patient may consider making adjustments but patient noted that they had been increasing stimulation all weekend. Patient services verified if patient had tried changing programs and patient services determined that it seemed patient only had one program and did not have the ability to change programs. There were no further complications were reported.